Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrogram data was not able to be accessed from stored atrial high rate episodes during an in-clinic device check for the implantable pulse generator (ipg). It showed "invalid data" when attempted. The device remains in use. No patient complications have been reported as a result of this event.